Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the cath room. During angiographic examination (240psi), the balloon was ruptured. The patient outcome is listed as good.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: a 6fr berman catheter was returned for evaluation. Upon initial visual inspection, no damage or kinks were noted to the catheter body. The capacity of the balloon is 1.0cc. The balloon appeared undamaged. The original 1.0cc control stroke syringe was returned. The inflation lumen was injected with 1.0cc of air using the returned syringe. The balloon was fully inflated. The balloon deflated in less than 3 seconds when the syringe was removed. The balloon held inflation for at least one minute. The balloon inflated symmetrically. The catheter was placed in water and air was injected through the injection lumen. No cuts or damage were found to the catheter body as noted in the event details. Per notification label delivered with the package, a viscosity of 8.4 mpa-s or lower is specified. The contrast medium reported by the customer had a viscosity of 9.5 mpa-s, and as a result, the increased pressure required to inject the contrast agent may have caused the rupture noted in the event details. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Continued in other remarks section. Other remarks: conclusion: the reported complaint of the catheter body rupturing is not confirmed. The device passed functional testing. The root cause of the reported complaint is undetermined.

Event description:
It was reported that the event occurred in the cath room. During angiographic examination (240psi), the balloon was ruptured. The patient outcome is listed as good.

Manufacturer narrative:
(B)(4). Additional information: the balloon did not rupture in use. The catheter leaked 6.5cm from the junction hub. The slit in the catheter was approximately 1.2cm. Contrast agent: iopamidol, viscosity: 9.5, flow rate: 10cc. Insertion site was femoral vein. Power injector was used. No residual substance in the patient's body. Event occurred during insertion. There was no medical intervention required.

Event description:
It was reported that the event occurred in the cath room. During angiographic examination (240psi), the balloon was ruptured. The patient outcome is listed as good.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: a 6fr berman catheter was returned for evaluation. The catheter was returned with all of its contents including the 1.0cc control stroke syringe. The catheter was visually inspected, and no damage, abnormalities, or kinks were originally noted with the catheter. The volume capacity of the balloon was noted to be 1.0cc. The balloon was injected with 1.0cc of air using the returned syringe and inflated per specifications. The injection lumen was injected with air using the returned syringe. Air bubbles were noted streaming out of the catheter body approximately 6.0cm from the junction hub. Under microscopic inspection, a slit approximately 2.3cm in length was found at the area of leakage. Per notification label delivered with the package, a viscosity of 8.4 mpa-s or lower is specified. The contrast agent (iopamidol) reported by the customer had a viscosity at 37 deg c of 9.5 mpa-s, and as a result, the increased pressure required to inject the contrast agent may have caused small tearing or bursting within the catheter body. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. See other remarks section. Other remarks: conclusion: the reported complaint that the catheter body leaked is confirmed. A small slit was found on the catheter body which could potentially allow contrast media to leak through the injection lumen. The damage may have occurred as a result of using a higher viscosity contrast media than recommended by the specification sheets supplied with the product kit.

Event description:
It was reported that the event occurred in the cath room. During angiographic examination (240psi), the balloon was ruptured. The patient outcome is listed as good.